Manufacturer narrative:
Section d6a. If implanted, give date: unknown, information not provided, but the best estimate date is 2009. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3 (no): the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient who had clariflex lenses implanted in both right (od) and left (os) eyes in 2009 reported of experiencing significant vision issues due to deposits that have formed on the intraocular lenses (iols). The symptoms significantly interfere with daily activities of patient. The lenses remain implanted. On (B)(6) 2009 (onset): the patient states os visual acuity (va) seems great. Feels like foreign body (fb) and little flickery. Manifest refraction -1.25 + 0.50 x 130, 20/30. Visually significant cataract (vsc): 20/50 -2, pinhole (ph) 20/40. On (B)(6) 2009: the patient states va is clearer in both eyes (ou), complaint of left eye (os) having a foreign body sensation (fbs) on outer edge at times. Without correction va <20/25-1; 20/60-2, ph 20/30-2 without correction j-2. Sle (slit lamp evaluation) minor folds. Meds as directed for both eyes (systane ultra tears). As a result, the patient is scheduled for a procedure to exchange the iols and implant new lenses. A retina specialist is to exchange the iols and suture in new lenses. No further information was provided. This emdr report pertains to the right eye (od) of the patient. A separate report will be submitted for the patient's left eye (os). ·